Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary was used during an endoscopic retrograde biliary drainage in the hilar bile duct. During the procedure, it was noted the guide catheter was damaged and the stent could not be implanted. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter state: kumamoto prefecture. Medical device code a0401 captures the reportable event of guide catheter broken. The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was broken, one part returned out of the push catheter with the guide wire inside of it, the part remaining is on the distal section of the push catheter. The push catheter doesn't present visual issues. The guide catheter could be observed stretched. The suture is present on the suture hole. The stent didn't show visual issues. During the microscope inspection it was found the suture hole without issues. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that the guide catheter is broken and stretched , the suture and the stent are attached in other words indicating that the stent couldn't be deployed. The suture hole was inspected under magnification to confirm that it didn't present issues during the process of deployment. The guide catheter broken may be related to an extra force applied when trying to pulling it out of the push catheter in order to deploy the stent and/or some technique applied during the procedure, the guide catheter was observed stretched, this indicates that it was submitted to an extra tension when pulling it. The stent couldn't be deployed due the guide catheter broken making unable to finish the process of deployment. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary was used during an endoscopic retrograde biliary drainage in the hilar bile duct. During the procedure, it was noted the guide catheter was damaged and the stent could not be implanted.the broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. There were no patient complications reported as a result of this event.